Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted after a diagnostic peripheral superficial femoral artery procedure. Reportedly, the starclose device got caught in the fascia. The safety release mechanism button was used and the device was removed from the patient. Reportedly, the physician stated the device achieved hemostasis; however, manual arterial pressure was held as a precaution. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.